Event description:
A hemodialysis user facility has reported that during treatment, the nurse noticed air bubbles entering the arterial line proximal to the blood pump. The nurse opened the bvm door and the line fell apart at that location. The treatment was stopped. The line was discarded and replaced by new lines and the treatment was restarted. Patient had no ill effect. Sample is available.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation and the complaint is confirmed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.